Event description:
Reporter alleged obtaining a discrepant blood glucose result of 222 mg/dl back to back with a result of 97 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that he believes he took insulin 20-30 minutes before he obtained the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.